Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection of the returned controller observed corrosion and arcing damage in the flow 50-wand port. The returned device was tested using a known good compatible wand, which revealed that the controller functioned as intended. All ablation and coagulation output voltages and temperature fell within specified ranges. The sd card information was downloaded and the information shows the following error/s: no error codes were recorded for this event during the reported period. The complaint was not verified and the root cause could not be determined after investigation since the device performed as intended. Factors that can lead to device non-functional include: there could have been a power surge to the controller, which could have caused the controller not to function. The wand during use may not been fully matted with the controller causing the wand to spark across the port. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during knee scope, device was not working. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that this device had arcing damage which makes it a reportable event.